Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, if excessive tension is applied on the device during the deployment (button 1) and tamping (button 2) of the sealant; could cause a tenting effect which could allow the sealant to be deployed away from the arteriotomy when tension is released, thus allowing blood to flow around the sealant. The review of the lhr (lot f1431805) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the physician exchanged the sheath out for ace. Advanced it forward until he saw pulsatile flow then advanced 2 more centimeters. Inflated the balloon pulled back the sheath reached the arteriotomy pressed button #1 retracted the device pressed button #2 immediately right groin began to swell. Hematoma size of a softball. Staff held 30 minutes then put a femostop on the patient. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. Procedure type: intervention coronary vessel size: 6 mm stick location: medium sheath size: 6f.